Event description:
It was reported that following a miniarc sling implantation the patient experienced recurring incontinence. The sling was removed and replaced with another sling. No additional patient complications have been reported in relation to this event.